Event description:
Customer administered 2 i.u. Via the insight insulin pump. At 07:30 a.m. Her blood glucose level was 480 mg/dl. Customer noticed the pump switched off by itself without maintenance/warning/error. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.